Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes please describe the noise. Hissing. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? At the duck bill seal. Was a device inserted in the trocar during the leaking? If so, what device? 5mm device. Was any torque being applied to the trocar or device? Not unusual amount.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device caused insufflations issues. The device leaked when a 5mm instrument was introduced. The same device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.